Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patient's test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed testing. The reported issue could not be confirmed; however, a secondary issue was noted when the meter was found to have a faded display. On (B)(6) 2015, the reporter contacted lifescan canada, alleging that the subject meter read inaccurately low compared to a laboratory device. The reporter claimed obtaining a blood glucose reading of "9.3 mmol/l" with the subject meter and "11.3 mmol/l" on the laboratory device. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient did not experience any symptoms or seek any medical attention because of the reported issue. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.